Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, the twinfix anchor fractured during the implantation. All pieces were removed with graspers. The bone tunnel was made with 3.8mm drill. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the composition is specified by percentage and measured by the ash test, the storage requirements are also specified. A review of the customer provided image finds a picture of the distal tip of the insertion device with a fractured anchor partially attached and partially laying beside the device. There is debris visible on both the anchor and the insertion device. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with a portion of the fractured anchor attached but no sutures are present. The distal tip of the insertion device is deformed. There is debris present on the insertion device and the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint indicates all pieces were retrieved from the patient with graspers. The procedure was completed using a back-up device in the same bone hole. It was reported that the status of the patient is good and the surgeon was satisfied with the surgical outcome. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.